Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
The consumer reported the string came out during removal and the tampon remained inside. Her boyfriend was able to remove the tampon with tweezers and she did not seek medical assistance. No further information has been received.